Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the aviator assy four level plate was confirmed visually to have a fractured. Manufacturing files were reviewed and no incidents were found. A material analysis report was completed and found that the plate fractured from multiple bending forces applied. No material or manufacturing defects were found. Conclusion: the likely root cause is the multiple applications of bending forces on the plate as recommended against in the surgical technique.

Event description:
It was reported that the plate bend resulted in weakness that compromised the integrity of the implant.

Event description:
It was reported that the plate bend resulted in weakness that compromised the integrity of the implant